Manufacturer narrative:
Result: damaged head right siderail panel and cracked footboard.

Event description:
It was reported by service report that the head right siderail was damaged and bent, and the footboard modules were also damaged. No pt involvement or adverse consequences were reported.